Manufacturer narrative:
This lead was surgically abandoned and will not be returned for analysis. Boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a revision procedure was performed, this right ventricular lead was surgically abandoned and replaced. Reportedly, this lead displayed noise on the shock channel and was not capturing appropriately. No adverse patient effects were reported.